Event description:
It was reported that the patient is having communication difficulty with the recharger/patient programmer. Troubleshooting revealed high impedances. The device was turned off; revision is pending.

Manufacturer narrative:
(B) (4).